Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). Concomitant medical products: vanguard cr ilok fem-rt 67.5, catalog# 183010, lot# unknown; vngd cr tib brg 10x71/75, catalog# 183440, lot# unknown. Event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a right total knee arthroplasty. Subsequently, the patient underwent a revision procedure approximately eight years post-implantation due to tibia loosening. All components were removed and replaced. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Reported event was confirmed through analysis of the device. Visual and photographic inspection of the returned tibial component identified slight nicks and scratch marks on the cementing side and stain marks on the top surface of the component. There was no bone cement or any bone growth present on the tibial surface. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. There are warnings in the package insert that this type of event can occur and associated risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a right knee revision procedure due to loosening of the tibial component. During the procedure, all components were removed and replaced. No additional patient consequences were reported.